Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient received a 3rd degree burn at the needle insertion site on the right intercotal area during an ablation procedure. The burn was treated with ointment. A metal needle guide was not used.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 09/14/2016. Date of follow-up report: 11/04/2016. Investigation of the returned sample found part of the clear insulation on the needle had voids and scratches. The voids failed hipot testing. The observed damage is indicative of the needle coming into contact with a guiding needle.